Event description:
It was reported that during an unknown procedure, at onset of the procedure the device was assembled and tested successfully by the surgeon. Post test procedure, the device was reported to activate without pressing activation buttons. A second device of the same lot was pulled and assembled with the same hand piece and no further complications occurred. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and all buttons were functional. During testing, the device demonstrated both spontaneous (without activation of the button) and continuous (after activation was released) activation once. We were unable to repeat this behavior again. The device was imaged with a CT scan and then disassembled and found to be conforming. The circuit was examined from the asic to the max switch and the max switch was examined and no defects were found. As no evidence of manufacturing or design defects were found, the root cause of the intermittent continuous activation is unknown. No conclusion could be reached as to why this is occurring.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested with a generator and all buttons were functional. Intermittently the device had continuous activation at max power level without activation of the button. We were unable to repeat this behavior. No conclusion could be reached as to why this is occurring.

Manufacturer narrative:
(B)(4). Additional information: the circuit was examined from the asic to the max switch and no defects were found. When the max switch was disassembled, a small piece of stainless steel was found underneath the dome as seen in figure 1 of attached photographs. The manufacturing process at qci overcoats the switch prior to shipping, so this metal was introduced during the manufacturing process. The metal was so small and light, that it was able to move within the space under the dome of the switch. Unpredictably, it was able to contact the activation locations thereby causing both the continuous and spontaneous activation.